Event description:
As reported to the FDA by this facility, during percutaneous transluminal angioplasty of the right coronary artery, the stent came off balloon. It becaome lodged at the end of the femoral sheath. The stent was retrieved with snare device without adverse outcome to the patient. This product is not available for testing and evaluation.